Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation , this case reports that the resurfacing patella was revised due to the patient's fall. Per email communication, the requested x-rays and surgical reports are not available, and the device will not be returned for evaluation. Therefore, based on the limited information provided, no further assessment can be rendered at this time. As device information was not made available, device history record , risk management and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the patient fell and dislocated. A revision surgery was performed: the 7.5mm 29mm resurfacing patella was exchanged. The patient outcome is unknown.